Manufacturer narrative:
The explanted lead was discarded by the medical facility and will not be returned for evaluation. A review of the manufacturing documentation of the lead found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.

Event description:
A report was received that a patient underwent a lead explant. The patient believes the stimulator was increasing her pain. The physician explanted the lead and repositioned the ipg. The patient is reportedly doing well following surgery.